Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges injury. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014.

Event description:
Patient was revised for pain and elevated cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/18/2014 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 04/02/2014.